Event description:
Problems to attach and detach the prosthesis to the abutment. There is sound and grinding and binding when turning the axor top. Inability to fully tighten - the prosthesis falls off. No harm to the patient. The product has been returned to integrum for service repair.

Manufacturer narrative:
Checkup of axor ii device was performed, and the service report is enclosed to this report. (B)(4).